Event description:
It was reported to boston scientific corporation that an autotome¿ rx 44 was used in the papilla vater during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the autotome¿ rx 44 was properly connected to a high frequency generator; however, when the physician attempted to cut the papilla vater, the device did not work. There was no reported visible damage noted to the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device did not have any visual failure. Functionally, a resistance test was performed and the unit met specifications. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. The original pouch was returned with the complaint device. From the returned pouch, the investigation found that the lot number of the device is 16472379. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome¿ rx 44 was used in the papilla vater during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the autotome¿ rx 44 was properly connected to a high frequency generator; however, when the physician attempted to cut the papilla vater, the device did not work. There was no reported visible damage noted to the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.